Event description:
During xia3 surgery, the surgeon inserted screw in l5 and s1, and fixed. The surgeon performed the final tightening the blocker by torque wrench. However the blocker was inserted more deeply than usual. Therefore the surgeon changed the blocker to brand new blocker. The brand new blocker was inserted deeply. The surgeon removed the screw of s1 and inserted new screw. When the surgeon checked removed screw, the ring of screw head was broken. The surgeon may have inserted blocker obliquely.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the returned device was confirmed to be xia 3 titanium polyaxial screw dia 7.5 x 50 mm, catalog# 482317550, lot# b11237. Review of the manufacturing records of the returned sample did not reveal any relevant nonconformities. The returned sample was examined and the bone screw possessed a large dent along its cylindrical edge, larger than that expected from a tightening torque of 12nm. The bone screw remained fixed in the tulip at maximum angulation (no space was present between the edge of the bone screw and the bottom of the tulip). Additionally, the bone screw appeared to have been almost pushed all the way through the tulip hole, causing deformation in the retaining clip, which caused it to protrude from the tulip. Likewise, deformation was found on one of the returned blockers as the inner hex was stripped and a large dent was present on its bottom face. Furthermore, the threads of the tulip possessed damage. These conditions suggest that over tightening of the blocker was performed with the screw at max angulation. Conclusion: the cause of most of the issues was over tightening of the blocker and over loading of the screw. Additional causes include multiple tightening attempts and the application of cantilever forces. In this case the tulip did not completely separate from the screw, but enough force had been exerted to almost push the screw through the tulip hole and cause full separation.

Event description:
During xia3 surgery, the surgeon inserted screw in l5 and s1, and fixed. The surgeon performed the final tightening the blocker by torque wrench. However the blocker was inserted more deeply than usual. Therefore the surgeon changed the blocker to brand new blocker. The brand new blocker was inserted deeply. The surgeon removed the screw of s1 and inserted new screw. When the surgeon checked removed screw, the ring of screw head was broken. The surgeon may have inserted blocker obliquely.